Manufacturer narrative:
There is no malfunction of this device. This report is in error.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the monitor does not recognize the co2 module. There was no reported patient involvement / adverse patient impact.